Manufacturer narrative:
Failure analysis confirmed that the insulin pump had a motor error alarm during rewind due to corroded motor home switch. No moisture damage found on the electronics, battery tube and vibrator assembly. The insulin pump was received with cracked reservoir tube lip, scratched lcd window and cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose reading was unknown. The customer stated they were not able to rewind the insulin pump and no button response. The customer noted there was moisture in the pump, caused by a leak. The customer was asked to return pump back for analysis.